Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 103 mg/dl. Customer declined to provide backup method of insulin therapy.